Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released in the blood and surrounding tissue and bone. Further alleged, the patient experienced severe pain and discomfort. Patient is a resident of (B)(6). Update: (B)(6) 2012 - medical records were received and available on a disc. Records indicate patient was revised on the left hip due to pain, hypersensitivity to metal on metal, and alval. Part/lot were identified. Update: (B)(6) 2013- upon medical record review by a medical professional, a calcar crack on the left side was discovered. The stem has now been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not reveal any related manufacturing deviations or anomalies for the provided product and lot combinations. A search of the complaint database was not possible for the unknown products. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.